Manufacturer narrative:
Continuation of d10: citation: habib, m. A., anandarajah, a., tierradentro-garcia, l. O., kim, j., choudhri, o. A. Treatment pitfalls in recurrent dolichoectatic basilar trunk aneurysm with flow diversion: illustrative case. Journal of neurosurgery 10(12) 2025. Doi:10.3171/case25131 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic literature review found reported of normal pressure hydrocephalus with mass effect requiring ventriculoperitoneal shunt pl acement, basilar artery thrombus within the stent leading to ischemic stroke requiring mechanical thrombectomy, ongoing aneurysm remodeling and persistent symptoms after the initial treatment, mild headaches, dysphagia, urinary incontinence, endoleak/recurrent filling requiring additional pipeline placement in association with pipeline embolization for aneurysm treatment. The purpose of this article was to highlight the challenges of managing recurrent dolichoectatic btas with flow diversion, the importance of long-term surveillance, and the risk of complications, including hydrocephalus and ischemic events, following intervention. The authors reviewed a single case of a patient treated for a large fusiform basilar trunk aneurysm secondary to intracranial arterial dolichoectasia (iade) using pipeline embolization devices. The patient was 54 years old and had a past medical history including atherosclerotic heart disease, hypertension, smoking, carotid artery stenosis, and a previously diagnosed basilar artery aneurysm presented to the emergency department with dizziness, nausea, urinary incontinence, ataxia, and difficulty navigating spaces for 2 weeks. The article states a cerebral angiogram demonstrated recurrent filling of the previously flow-diverted vertebrobasilar aneurysm via the distal intradural right vertebral artery secondary to diastasis/separation of the flow diverters in the middle of the construct. The following intra- or post-procedural outcomes were noted: normal pressure hydrocephalus with mass effect requiring ventriculoperitoneal shunt placement basilar artery thrombus within the stent leading to ischemic stroke requiring mechanical thrombectomy right upper extremity weakness walker assistance when walking requiring speech therapy ongoing aneurysm remodeling and persistent symptoms after the initial treatment mild headaches dysphagia urinary incontinence endoleak/recurrent filling requiring additional pipeline placement.